Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at approximately 7:30pm. The patient manages her diabetes with unspecified doses of metformin, glipizide, and 70/30 insulin; however, it is not clear what action the patient took in response to the reported meter issue. According to the csr's documentation, at approximately 9:30am the patient reportedly developed a symptom of shaking and roughly at 10am the patient consumed food/drink as treatment. During troubleshooting, the csr noted that the reported power issue was a result of the patient dropping the meter in water. Replacement products were sent to the patient. Although it was noted that the reported power issue was a result of the patient's misuse (meter dropped in water), this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a pc board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.